Event description:
An alaris pc carefusion pump was utilized to initiate a heparin drip in the (emergency department) around 1600 at 17.6 ml/hr. At around 1800 it was noticed that the 250ml bag of heparin was nearly empty. Pump settings were verified and signed off with a 2nd (registered nurse). Our investigation of the report from the alaris server, revealed all settings showing as correct. We had to closely monitor the patient due to elevated (activated partial thromboplastin time), there was no harm and he did not require reversal to treat. Pump as well as all supplies utilized to infuse the heparin were immediately sequestered. Pharmacy, quality/risk, biomed was immediately notified and involved. Initial aptt ordered and drawn at 2028 and the test revealed no clotting was taking place, therefore, not resulted with a numerical value. Sequential results are listed above and were ordered at the following times: (B)(6) 2024 @2028, then again at 2201. (B)(6) 2024 @ 0009, 0201, 0400 (cancelled), 0902. Main module ref#8015lsadxen9191; sn#: (B)(6) module infusing heparin: (B)(4).